Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted itself during a generator test. No patient harm was reported. The cns was plugged into a nk provided ups (3rd party unit) and was plugged into emergency power. The cns lost power for approximately 3 to 5 minutes and then booted back up without issue. The customer had more than the cns and display plugged into the cns, but she noted that all of the ups outlets were full. Nk tech support advised that the customer remove all devices except for the cns and display from the ups. The customer will comply and call back if the cns fails during the next generator test. The customer later indicated that all beds were on the main display and the 2nd display was only showing the windows desktop. Nk tech support walked the customer through configuring the device for dual display and helped her re-monitor all the patients. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical devices information: the following device was being used in conjunction with the cns. Ups (no model or serial number was provided.

Event description:
The customer reported that the central nurse's station (cns) rebooted itself during a generator test. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer nurse stated that ECG device is showing waveforms that the doctors did not agree with. Customer was not able to provide further details nor troubleshoot. On (B)(6) 2019, customer responded to follow up attempt stating to "disregard" the incident. Service was no longer needed. The issue was previously reported under ticket 55109 on (B)(6) 2019 with the following information: "biomed (B)(4) calling because the staff using the device explained it is not printing the same way as a 3rd party device prints the ECG output. The printout provided by the staff and attached to the ticket shows the 3rd party device prints out the 12-lead ECG in one continuous line and markers indicating a lead change, where the nk device prints out with a broken line when the lead selection changes. The device printout data indicates it is functioning properly and this is a preference by the nursing staff to have it print differently if that is possible. Bruce does not know if this is due to new staff, if it ever printed different, or if it was changed by someone" investigation summary: ECG-1350a was put into service (B)(6) 2015. Service history shows the following no other reported incidents besides what was stated above. Due to the lack of information available. An investigation into the reported issue is not possible at this time. No risk assessment could be performed.

Event description:
The customer reported that the central nurse's station (cns) rebooted itself during a generator test. No patient harm was reported.